Event description:
Reportedly, this ring was explanted after 2 months implant duration due mitral valve regurgitation, a small posterior mitral leaflet and coronary artery disease. No further information was provided.